Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Investigation of the device could not be conducted as it was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the microcatheter while the distal portion of the microcatheter tip had been temporally trapped by the target lesion or the vessel; however, exact cause could not be determined. The result of record review suggested there was no indication of product deficiency. IFU states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
It was reported that during pci to treat a moderately tortuous cto lesion in the lad, the physician made an attempt to remove an asahi microcatheter out of the very complex lesion, its tip was "sheered" off into the vessel. It was able to retrieve the tip and eventually treat the patient. There was reportedly no health impact on the patient.